Manufacturer narrative:
The device associated with this complaint was not returned for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The thermogard xp ivtm console (sn (B)(4)) detected the air trap intermittently. In addition, the customer experience difficulty inserting the air trap into the air trap holder. Unknown if the device issue was observed during the patient use or device check. No consequences or impact to patient. No further information was provided.

Manufacturer narrative:
Thermogard xp ivtm system (sn (B)(6)) was evaluated by zoll services at the customer site. The customer reported complaint of suk air trap difficulty inserting into the air trap holder was confirmed during visual inspection. The most probable root cause is due to sharp edges on the top lid of the air trap holder and possibly due to a shifted top lid of the console that narrowed opening of the air trap holder, preventing the air trap from proper insertion. Likely caused by normal wear and tear of the device. The thermogard console is a reusable device and was manufactured in august 2011 and is more than 8 years old, well beyond the expected service life of five years. The top opening of the air trap holder was re-worked by filing and rounding the edges. Following the service of the air trap holder, the console was tested and performed as intended. Following the repair, the thermogard console passed all the testing with no issue or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(6).